Event description:
The contact called in for help with the meter. She ran normal control tests while troubleshooting and had results of 485 and 278 mg/dl. She noticed some control solution on the meter where the strips are inserted. She cleaned and dried the area and ran another control test. The result was 198 mg/dl. The normal control test range is 71-102 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement products will be sent.